Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when pack opened , found that stent was kincked from tail then opened another and found same.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11 jun 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11 jun 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 2 x zso-7-7 devices of lot number c2010504 involved in this complaint were returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the 11 jul 2024. On evaluation of the first device, it was noted that the stent and pigtail straightener were returned. Pigtail straightener in correct orientation, kink observed on 5th porthole of tapered end pigtail curl. 0.035 inch wire guide does not pass the kink. On evaluation of the second device, it was noted that the stent only was returned. Kinks observed on 5th and 3rd portholes of tapered end pigtail curl. Slight kink observed on 2nd porthole of the pigtail curl non tapered end. 0.035 inch wire guide does not pass the kink. The reported failure was observed. Image review: n/a. Manufacturing record review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Numerous checks are in place at the manufacturing facility to ensure package integrity. These include the following; as per (B)(4): step 1.2 ¿ complete visual inspection on product. As per (B)(4): step 6.1.2 inspection of sterile product ¿ boxed product, step 6.1.2.4 complete visual inspection of the product and packaging. A review of the manufacturing records for zso-7-7 of lot number c2010504 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2010504. Instructions for use and label: as per the instructions for use, ifu0045, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: definitive root cause could not be determined. The stents were found to be kinked upon opening, it is possible that the device was damaged during transportation, storage, or handling after leaving final quality control. As previously mentioned, each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any packaging where defects are observed are discarded and would not be shipped. It is therefore highly unlikely that the product left the manufacturing facility damaged. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 2 devices, confirmed prior to use. Investigation findings conclude that a definitive root cause could not be determined from the available information. The possible root cause for the damaged sheath might be attributed to handling of the device during transport/storage. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as it was noted prior to patient contact. Complaints of this nature will continue to be monitored for similar events.